Event description:
One patient with discrepant sodium results. Repeat resulted occurred on different analyzer, different methodology. Initial results were reported, no adverse events reported in association with the incorrect results. Initial sodium 143 mmol/l, repeated 134 mmol/l. The cause of the discrepancy was unable to be determined. Customer performed maintenance activities. Performance tests were performed.